Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('essure fragments remains in me, they are in uterus'), coeliac disease ('autoimmune disorder type of disorder: celiac disease') and vascular rupture ('blood vessel rupture in the internal cuff') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, migraine headache, blurry vision and bloating. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced alopecia ("hair loss"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("sharp stabbing pains on my lower pelvic sides occured after the placement of essure / pressure"), musculoskeletal pain ("shoulder pain") and arthralgia ("hip pain"). In (B)(6)2016, the patient was found to have weight increased ("weight gain"). In (B)(6)2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2018, the patient experienced coeliac disease (seriousness criterion medically significant). In (B)(6)2018, the patient experienced fatigue ("fatigue"). On (B)(6)2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. On (B)(6)2019, the patient experienced vascular rupture (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and abdominal pain lower ("lower sides of abdominal"). The patient was treated with endoscopy and colonoscopy, surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed)) and hospitalized. Essure was removed on (B)(6)2019. At the time of the report, the device breakage, device expulsion, coeliac disease, vascular rupture, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue, weight increased, musculoskeletal pain and arthralgia outcome was unknown and the alopecia, pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, coeliac disease, device breakage, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, musculoskeletal pain, pelvic pain, vaginal haemorrhage, vascular rupture and weight increased to be related to essure. The reporter commented: essure insertion date provided in pfs (B)(6)2015 (discrepancy noted) current weight 157 lbs. Insertion details - the procedure was easy on her right and difficult on her left side. Discrepancy noted in dates of removal as (B)(6) 2018 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in (B)(6)2015: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: essure fragments remain in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('essure fragments remains in me, they are in uterus'), coeliac disease ('autoimmune disorder type of disorder: celiac disease') and vascular rupture ('blood vessel rupture in the internal cuff') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, migraine headache, blurry vision and bloating. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), pelvic pain ("sharp stabbing pains on my lower pelvic sides occured after the placement of essure / pressure"), musculoskeletal pain ("shoulder pain") and arthralgia ("hip pain"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced coeliac disease (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. On (B)(6) 2019, the patient experienced vascular rupture (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), abdominal pain lower ("lower sides of abdominal"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problem"), visual impairment ("vision problem"), wound dehiscence ("incision is still open") and stress ("stress"). The patient was treated with endoscopy and colonoscopy, surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed) and hospitalized. Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion, coeliac disease, vascular rupture, vaginal hemorrhage, migraine, fatigue, weight increased, musculoskeletal pain, arthralgia, psychological trauma, urinary tract disorder, visual impairment, wound dehiscence and stress outcome was unknown, the menorrhagia, dysmenorrhoea, pelvic pain and abdominal pain had resolved and the alopecia and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, coeliac disease, device breakage, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, musculoskeletal pain, pelvic pain, psychological trauma, stress, urinary tract disorder, vaginal hemorrhage, vascular rupture, visual impairment, weight increased and wound dehiscence to be related to essure. The reporter commented: essure insertion date provided in pfs 09jul2015 (discrepancy noted). Current weight 157 lbs. Insertion details - the procedure was easy on her right and difficult on her left side. Discrepancy noted in dates of removal as (B)(6) 2018 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Ultrasound scan vagina - on an unknown date: essure fragments remain in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: social media received. New events: wound dehiscence, stress were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('essure fragments remains in me, they are in uterus'), coeliac disease ('autoimmune disorder type of disorder: celiac disease') and vascular rupture ('blood vessel rupture in the internal cuff') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, migraine headache, blurry vision and bloating. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), pelvic pain ("sharp stabbing pains on my lower pelvic sides occured after the placement of essure / pressure"), musculoskeletal pain ("shoulder pain") and arthralgia ("hip pain"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced coeliac disease (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. On (B)(6) 2019, the patient experienced vascular rupture (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), abdominal pain lower ("lower sides of abdominal"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problem") and visual impairment ("vision problem"). The patient was treated with endoscopy and colonoscopy, surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed)) and hospitalized. Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion, coeliac disease, vascular rupture, vaginal haemorrhage, migraine, fatigue, weight increased, musculoskeletal pain, arthralgia, psychological trauma, urinary tract disorder and visual impairment outcome was unknown, the menorrhagia, dysmenorrhoea, pelvic pain and abdominal pain had resolved and the alopecia and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, coeliac disease, device breakage, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, musculoskeletal pain, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage, vascular rupture, visual impairment and weight increased to be related to essure. The reporter commented: essure insertion date provided in pfs (B)(6) 2015 (discrepancy noted) current weight 157 lbs. Insertion details - the procedure was easy on her right and difficult on her left side. Discrepancy noted in dates of removal as (B)(6) 2018 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Ultrasound scan vagina - on an unknown date: essure fragments remain in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events¿ abdominal pain, psych injury, urinary problem and vision problem were added. Events¿ pelvic pain, menorrhagia, and dysmenorrhea¿ outcome was updated to recovered/resolved. Lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('essure fragments remains in me, they are in uterus'), coeliac disease ('autoimmune disorder type of disorder: celiac disease') and vascular rupture ('blood vessel rupture in the internal cuff') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, migraine headache, blurry vision and bloating. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("sharp stabbing pains on my lower pelvic sides occured after the placement of essure / pressure"), musculoskeletal pain ("shoulder pain") and arthralgia ("hip pain"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced coeliac disease (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. On (B)(6) 2019, the patient experienced vascular rupture (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and abdominal pain lower ("lower sides of abdominal"). The patient was treated with endoscopy and colonoscopy, surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed)) and hospitalized. Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion, coeliac disease, vascular rupture, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue, weight increased, musculoskeletal pain and arthralgia outcome was unknown and the alopecia, pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, coeliac disease, device breakage, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, musculoskeletal pain, pelvic pain, vaginal haemorrhage, vascular rupture and weight increased to be related to essure. The reporter commented: essure insertion date provided in pfs (B)(6) 2015 (discrepancy noted) current weight (B)(6) lbs. Insertion details - the procedure was easy on her right and difficult on her left side. Discrepancy noted in dates of removal as (B)(6) 2018 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in february 2015: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: essure fragments remain in uterus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and mr received : previously reported event "injury to herself" updated to "abnormal bleeding (vaginal)", events- "abnormal bleeding (menorrhagia), autoimmune disorder type of disorder: celiac disease, migraines / headaches, device breakage, dysmenorrhea (cramping), fatigue, weight gain, blood vessel rupture in the internal cuff, hair loss, sharp stabbing pains on my lower pelvic sides occured after the placement of essure, shoulder pain, hip pain, lower sides of abdominal, essure fragments remains in me, they are in uterus", reporter, lab data, medical history added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.